Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and confirmed the reported event. The fse then replaced the graphic user interface (gui) touch frame and touch frame cable. The device then passed all testing.

Event description:
It was reported that a ventilator screen was blocked. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.